Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic partial nephrectomy procedure, surgeon fired the device, but clip was not closed. Stopped using it and opened another. There was no patient injury.